Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient charged every night. On the night prior to the call, they went to charge the ins and it said it was already charged. The caller stated on the morning of the call they charged for 4 minutes and then it was all charged. The caller confirmed stimulation was on and the patient did use higher settings. It was noted the health care professional (hcp) made some adjustments about 2 weeks prior and according to the caller, "the hcp did say that if his wire was broken then maybe it would charge faster". The caller then said that the hcp checked the patient's system and said the lead wires were not broken. The caller stated the patient did have a fall on (B)(6) 2018. The caller stated the patient was not having a loss of therapy and stated the patient said it was working so they did not know there was an issue, they were just reporting the fall. The caller stated the patient saw the hcp after the fall and that is why the hcp made changes to the settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short recharging time for the ins was unknown, although it seemed to resolve on it's own. Nothing different was done after calling patient services, but it seemed to go back to normal 2 days later. It was also reported that the reason for the fall was the patient tripped on a lifted brick on the patio on (B)(6). They didn't believe the fall affected their therapy. There were no further complications reported.